Event description:
The guidewire broke in the plantar aspect of the foot and an incision was made to remove it.

Manufacturer narrative:
It was reported that during the initial placement of the guidewire, it broke and the physician made an incision in the plantar aspect of the foot to remove it. No screws or drills had yet been used in the procedure. No additional information was provided by the facility and the sample was not returned for evaluation. In the absence of a sample and additional information, a root cause has not been determined.